Manufacturer narrative:
(B)(4). Physio-control provided the third party biomedical engineer with technical assistance. It was later confirmed by the third party biomedical engineer that the customer decided to not repair their device due the costs involved. The device was then returned to the customer unrepaired. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party biomedical engineer contacted physio-control to report that their customer's device was not completing the boot-up cycle. The device was stuck on the self-test screen with the led's on the keypad remaining lit. As a result, the device could not be used for defibrillation, if it were necessary. There was no patient use associated with the reported event.